Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on this right atrial (ra) lead. No adverse patient effects were reported. This device system remains in service.